Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the vessel locator wings had properly deployed but failed to stay open. The expected click was heard that signifies vessel locator wing deployment. After opening the wings, while retracting the device to place the wings against the arterial wall, the device came out of the patient anatomy. The wings were not open when the device came out of the patient. Manual arterial compression was applied but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. Protamine was administered. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.